Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had inaccurate cgm values 4 days after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient was in a public area, and the cgm reading was 103 mg/dl and there was no bg reading taken. He felt lightheaded and dizzy; he went to a store to buy a drink when people noticed he was about to collapse. The patient was self- treated with gatorade (sugar drink) and they called the paramedics, and they took the patient to the hospital. When they arrived, they took a bg reading which was 243 mg/dl and the cgm reading was 352 mg/dl and his bg was continuously decreasing. At the hospital he was treated with IV dextrose and discharged the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to feeling lightheaded and dizzy. The reported glucose values fall within the a zone of the parkes error grid after paramedics checked his readings. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.